Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was dropped and then the device alarmed no delivery. It was stated that nothing was visible on the display. A new battery was inserted and the insulin pump was counting and switch on. Performed a fixed prime test and the insulin pump did not alarm. It was reported that the customer was in the hospital, but he did not report the event earlier. No further info was provided.